Event description:
It was reported via phone call, that the customer had blood glucose levels of 520mg/dl. Treated with 10 units manually. Bent cannula as well as an occlusion was also reported. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.